Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
Customer reported that he received a no delivery alarm during prime. Customer was advised to disconnect and reconnect the tubing and reservoir; insulin did exit at manual prime. Customer was then instructed to rewind, reinsert reservoir and run manual; the insulin pump alarmed no delivery. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.